Event description:
It was reported that the shaft broke and rotawire stuck in the burr catheter. Vascular access was obtained via right femoral artery. The 90% stenosed, 32mm x 3.00-3.50mm, concentric, de novo (progressive) target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon, 1.50mm rotalink plus and rotawire were selected for use. During procedure, it was noted that the shaft broke into two when advancing the balloon into the lesion. Subsequently, heavy resistance was encountered when advancing the burr and rotawire got stuck in the burr catheter. The procedure was completed with a different device. There were no complications reported and the patient is stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection of the guidewire revealed it was returned severely bent/kinked, coiled and deformed. Dimensional measurements were unable to be performed based on the returned device condition.

Event description:
It was reported that the shaft broke and rotawire stuck in the burr catheter. Vascular access was obtained via right femoral artery. The 90% stenosed, 32mm x 3.00-3.50mm, concentric, de novo (progressive) target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon, 1.50mm rotalink plus and rotawire were selected for use. During procedure, it was noted that the shaft broke into two when advancing the balloon into the lesion. Subsequently, heavy resistance was encountered when advancing the burr and rotawire got stuck in the burr catheter. The procedure was completed with a different device. There were no complications reported and the patient is stable.